Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, there was no electrical activity on the tissue welder. Device would not cauterize. Power setting was at 2.5 per IFU recommendation. Troubleshooting by replaced the cable, unplugged and replugged the power supply and device would not do anything. A replacement hemopro device was used to complete the procedure. The hospital did not report any patient complications.